Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Technical support assisted the customer with resetting the pump to clear the malfunction. Reportedly, customer resumed pump therapy.